Event description:
Customer reported a compromised force sensor sys alarm. Customer's blood glucose was 123 mg/dl. The customer stated the insulin pump was dropped prior to the alarm occurring. The customer also reported that the drive support cap was sticking out. The customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional info provided.

Manufacturer narrative:
Currently it is unk whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further info will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).